Manufacturer narrative:
The device was made available for return. The quality investigation is now complete.

Event description:
It was reported that during preparation for use while attempting to insert burs into the attachment it failed to grip the bur and was making a grinding noise. During evaluation of the associated attachment by the manufacturer¿s service technician, it was noticed that a piece of broken bur was stuck inside the attachment. It was further reported that there was no patient involvement, no surgical delay or adverse consequences as a result of this event.

Event description:
It was reported that during preparation for use while attempting to insert burs into the attachment it failed to grip the bur and was making a grinding noise. During evaluation of the associated attachment by the manufacturer¿s service technician, it was noticed that a piece of broken bur was stuck inside the attachment. It was further reported that there was no patient involvement, no surgical delay or adverse consequences as a result of this event.